Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be performed. A manufacturing and/or product investigation could not be performed as no product was received.

Event description:
It was reported during a surgery in (B)(6) 2013 a few of the threaded guide wires had a black coating that peeled off the wires. The guide wires were assembled and loaded on the drill truck and then mechanically spun. The mechanical spinning caused the coating to rip off of the guide wires. The surgeon continued the surgery and only used the wires where the coating remained intact. This is 6 of 10 reports for the same event.